Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: 1.5 x 5 mm lactosorb screw catalog #: 915-2316 lot #: 096510, "1.5mm" system twist drill with j notch catalog #: 01-7144 lot #: ni. Therapy date: (B)(6) 2018. Report source: foreign country - (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00196 and 0001032347-2018-00268.

Event description:
It was reported three screws fractured during insertion. The first screw wrenched off when the surgeon attempted to insert the screw after the surgeon performed drilling and tapping procedure as usual. The second screw wrenched off when the surgeon attempted to insert the screw after the surgeon performed drilling and tapping procedure to make the same hole deeper. The third screw wrenched off when the surgeon attempted to insert the screw after the surgeon made a deeper hole in a different location using a new drill and tap. After that, the surgeon used a new tap for hard bone and the issue was resolved. The surgery was completed using new screws of the same size. The delay was less than 10 minutes. The medical professional did not indicate harm or injury to the patient. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no functional tests or inspections could be performed. No pictures were provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00196-2 and 0001032347-2018-00268-1.